Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
The patient was known to have an externalized sjm rv lead. Noise is now seen on the lead and the battery was quickly depleted to eos. A new OEM rv lead was implanted and a new crt-d was implanted. There were no adverse patient effects reported. Should additional information become available, this event will be updated.